Manufacturer narrative:
This report is submitted on may 06, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to no response to post operative nrt and electrode prolapse. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 16, 2024.